Manufacturer narrative:
The provided alarm trace showed multiple sample probe: abnormal aspiration alarms. These are indicators of possible poor sample quality. The field service engineer verified that the instrument was performing within specifications. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The sodium electrode lot number was exk72. The expiration date was not provided. The qc was acceptable. The field service engineer checked the analytical unit and found no cause for the issue. He replaced the ise dilution cup and the vacuum nozzle. He then performed air purges and reagent prime. Mechanism checks, ion-selective electrode (ise) checks, precision studies, calibration, and qc were performed, and they were all within specifications. The investigation is ongoing.

Event description:
We received an allegation of questionable sodium electrode results for 1 patient sample tested on a cobas pro ion-selective electrode (ise) analytical unit. Initial result from the analyzer's first ise unit: 148 mmol/l. The initial result was high, prompting the repetition of the sample. 1st repeat result from the analyzer's first ise unit: 163 mmol/l. 2nd repeat result from the analyzer's second ise unit: 149 mmol/l. This result was deemed to be correct and reported outside the laboratory. No questionable results were reported outside the laboratory.